Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2008. The lens was explanted on (B)(6) 2012, due to an anterior subcapsular opacity, which was noted on (B)(6) 2012. The lens was exchanged for a longer lens which resolved the problem. Before the exchange, the surgeon re-positioned the icl, which was stuck to the iris due to the external shock. The patient's post-op best-corrected visual acuity was 20/25.

Manufacturer narrative:
Pt weight: unk. (B)(4).